Manufacturer narrative:
Additional information was added to h4, h6, and h11. H11: the actual device was not available; however, a photo was received for evaluation. Visual inspection identified the overpouch of the device only; no abnormalities were observed that contributed to reported issue. However, a photo of the alleged device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was not infusing properly and the primary bag (hung lower) got fuller than the secondary bag (hung higher). The issue occurred during kcl (potassium chloride) infusion. The expected infusion time was 2 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.